Event description:
It was reported that prior to start of a da vinci-assisted cholecystectomy surgical procedure, the customer was having erbe integrated electrosurgical unit (iesu) generator issues and errors. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and verified errors u-02 in logs. The tse walked the customer through u-02 troubleshooting, but error persisted. The customer decided to utilize another vision tower to complete the procedure. The procedure was completed with no reported injury. An intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe iesu to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed the failure analysis. The customer reported failure was confirmed and reproduced. U-02/c-00 errors are present in error log. The erbe was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.